Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge from one unit of 544230 hemolok ml clips 6/cart 84/box for investigation. The returned sample was visually examined with and without magnification. There was one intact clip and one broken boss half remaining in the cartridge. Evidence in the form of scrape marks and biological were observed on the returned cartridge. No other defects or anomalies were observed. Visual examination revealed that the broken clip was broken in half at the hinge. Evidence of use in the form of biological material was observed on the returned sample. The clip breaking at the hinge during loading was determined to be the result of insert mismatch at the hinge area of the clip. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. All remaining clip was able to properly load into the jaws of the applier and were successfully applied to overstressed surgical tubing. No functional issues were found with the returned clips. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint was confirmed based upon the sample received. One cartridge was returned for investigation. There was one intact clip and one broken boss half remaining in the cartridge. The broken boss half was returned broken at the hinge. The clips breaking at the hinge during loading was determined to be the result of insert mismatch at the hinge area on the pierce leg side of the hinge. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "a clip got broken when the user attempted to load it to the applier during use. Therefore, a new cartridge was opened to complete the procedure. No fragment fell/remained in the patient, and no injury to the patient was reported. The procedure was a laparoscopic cholecystectomy".